Manufacturer narrative:
The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Event description:
Edwards received notification of a sapien m3 in mitral procedure where an intraprocedural paravalvular leak (pvl) was identified. The pvl was located at the medial commissure and was initially graded as moderate. Dock deployment was performed with the marker band positioned at 8 and a dock depth of 11 mm. No additional dock position issues were noted. The pvl was addressed with successfully plugging. Following the intervention, the pvl grade was reduced to trace. There were no issues encountered during the plugging procedure, and full leaflet capture was confirmed. Contributing factors to the event were related to patient anatomy, including a large commissure-to-commissure dimension of 46.8 mm, mitral annular calcification (mac), and an adjacent lateral p2 flail. The perceived root cause of the event was attributed to these anatomical factors rather than device malfunction or procedural error. The final patient outcome was stable, with a successful implant.